Event description:
The nurse (rn) of a pt contacted a technical service rep (tsr) and reported abdominal pain, discomfort, distension and bloating, as if an overfill of solution had occurred, during fill 1 of 5 using the homechoice automated peritoneal dialysis (apd) system. The incident reviewed over the phone with the tsr, which revealed the rn felt that the cycler was not draining enough fluid during the initial drain, and the pt subsequently became overfilled with fluid during fill 1 of 5. A chest x-ray was performed. The pt disconnected from the homechoice apd system and a manual drain using the twinbag continuous ambulatory peritoneal dialysis (capd) system was performed removing approx 3160mls of fluid. According to the rn, the pt's last fill volume was 2000mls, the pt had drained 1742mls during the initial drain and the initial drain alarm setpoint was 500mls. The tsr subsequently swapped the device. F/u with the rn revealed although the initial drain alarm setpoint was programmed for 500mls, it should have been programmed for 1700mls. There was no pt injury or medical intervention reported as a result of this incident.

Manufacturer narrative:
Customer sample anticipated, but not yet received.